Event description:
Info obtained via journal article: (B)(6) boy who originally presented to the emergency room with 2-week history of progressive headache that was associated with vomiting. He developed right sided weakness manifesting in clumsy hand function. Medical history also included short periods of headache and neck pain. A CT scan showed a large contrast-enhancing left parietal mass that was cystic and calcified. A gross total tumor resection was obtained at surgery. Hemostasis was achieved using cotton balls soaked in hydrogen peroxide, followed by the application of mch (avitene). The tumor bed was irrigated and only adherent avitene was left in the site. Five weeks after surgery, the pt presented with right sided focal motor seizures leading to progressive weakness. A head CT revealed a ring-enhancing lesion and surrounding edema at the site of surgery. A differential diagnosis of cerebral abscess (no fever) recurrent tumor, post-op change, or a reaction to radio therapy. Antibiotics initiated and second craniotomy was performed. During this surgery, a cystic cavity filled with xanocromic fluid (yellow fluid) was encountered. The cavity did not look inflamed, but it was firm to the touch. The dura matter was thick and calcified. Biopsies sent for pathological review. Hemostasis was once again achieved via intracavity application of mch (avitene). And excess removed via irrigation. Microscopic exam revealed necrotizing granulomatous inflammation. Partially necrotic basophilic to amphophilic fibrillary material was closely surrounded by a palisade of macrophages. The area was embedded within an eosinophil-rich mixed inflammatory infiltrate that included neutrophils, plasma cells and multi nucleated giant cells. There was dense connective tissue, but no evidence of microorganisms or tumor. At the last f/u 3 yrs after treatment, the pt was neurologically well and free of disease on neuro imaging.

Manufacturer narrative:
Based on the available info, we are unable to determine if the device caused or contributed to the event, it should be noted no sample was returned and no product identifiers were provided. The risk documentation lists the potential of adhesions/granulomas as a possible effect with tissue encapsulation based on pt's physiologic reaction or if the physician does not remove excess material. The IFU cautions that excess material should be removed. Avitine's IFU precaution statements include: "only that amount of avitene (mch) necessary to produce hemostasis should be used. After several mins, excess material should be removed; this is usually possible w/o the reinitiating of active bleeding. It should also be noted that at a 3 yr f/u, the pt was neurologically well and free of disease on neuro-imaging. Refer to medwatch 1213643-2010-00527 and 1213643-2010-00529 for the two other pts referenced in this article.